Event description:
It was reported that the system was not able to display a live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor . The system operates as intended.